Event description:
The customer reported a clear fluid leak of unknown source under the actdiff2 after completing a startup and was about to run controls. There was no biohazard exposure to open wounds or mucous membranes and no erroneous results were generated.

Manufacturer narrative:
A field service engineer was dispatched. The fse confirmed the leak and found diluent overflowing intermittently from the wbc bath; the fse described the leak as contained. The waste pump was replaced resolving the bath overflow. The wbc bath and the hgb lamp were cleaned as part of preventive maintenance. Upon recur, a failure mode related to a bath overflow is likely to cause erroneous results for cbc/diff parameters. (B)(4).